Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their therapy kept shutting off. They would start to have bladder problems, so they would use their programmer to make adjustments. When they connected after a return of symptoms, they saw the lightning bolt. It was indicated that this happened on and off for the past couple of months. The patient stated that it happened four times since (B)(6) 2016. They also mentioned that they all of a sudden were having problems at night. The patient stated that as they would sync, they would get a huge jolt to the system down below, or a real strong sensation. This led to them having to decrease the stimulation quite a bit. The jolt was felt in between the patient's legs, on the left side. It was noted that as soon as they made an adjustment, they could feel it. Then they would get used to the sensation, and would only feel it again in certain positions, such as when bending over. The patient mentioned that they also took laxatives, so when they had to go, they had to go. It was further reported that the patient had a fall that could be related to the issue. They have an ankle wound that had been giving them problems, so they were not always stable. One time the patient fell backwards, and landed flat on their butt. They didn't think it would have affected the system. They thought the fall occurred at the end of (B)(6) 2016. It was also indicated that had a diagnostic ultrasound on their legs that could be related to the issue. The patient mentioned that they had contacted the healthcare provider's office and were redirected to the manufacturer representative. These issues were reported as a sudden change in therapy/symptoms. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.